Event description:
During an in clinic follow-up, episodes of oversensing were noted on the right ventricular (rv) lead due to myopotentials. The device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.